Manufacturer narrative:
Date sent: 01/07/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass with deudenal switch procedure, the device got stuck after it was loaded for the 6th time. It was not possible to open or fire and had to be cut away from where it was used. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient.